Event description:
A physician reports an intraocular lens (iol) was implanted in 2003 by another physician. Upon examination, the lens appeared to have deposits on the posterior surface giving it a grey-whitish (cloudy) appearance. A yag capsulotomy was performed. The source of the deposits is not known. The lens remains implanted.